Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During a case, the head broke away from the body of the 1.2 self-drilling screw. This happened twice.

Manufacturer narrative:
The reported event could be confirmed. The macroscopic and microscopic investigation shows that one screw broke in forced rupture mode because of too high torsional forces during the insertion. The second screw was pre-damaged because of too high torsional forces during the insertion and broke in forced rupture mode because of too high torsional forces by trying to remove the screw. The fracture surface of both screws shows the typical flow structures of a ductile torsional breakage in insertion direction resp. In removal direction.

Event description:
During a case, the head broke away from the body of the 1.2 self-drilling screw. This happened twice.